Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer dropped the insulin pump into water. It was stated that there is fluid under the lcd display and the device has some cracks. Blood glucose value was 7.5 mmol/l. Nothing further reported.

Manufacturer narrative:
Moisture damage was noted on the display board. The insulin pump had a cracked reservoir tube lip, cracked display window, cracked case at the display window corner, scratched reservoir tube window, and cracked battery tube threads.